Event description:
It was reported that the patient presented with alert for ventricular noise reversion due to lead noise. The patient is not pacer dependent. The lead was also noted to have high r wave amplitude. No programming changes was reported since the noise amplitude is too high to reprogram around. The patient was stable. The product was replaced.

Event description:
It was reported that the patient presented with alert for ventricular noise reversion due to lead noise. The patient is not pacer dependent. The lead was also noted to have high r wave amplitude. No programming changes was reported since the noise amplitude is too high to reprogram around. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.